Event description:
It was reported that: after deployment of the manta, the physician noted collagen at skin level. He redeployed the manta and cut the suture. An angiogram was then done and found that the radiopaque marker was not well seated and there was blushing at the puncture site. It was determined to be a pseudo aneurysm. The right femoral artery was ballooned with a 6x60 balloon. Then a covered stent was placed, 6x19. This was followed up with post dilatation of the stent area with a 7x20 balloon. Additional information: during a tavr procedure, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 6.5mm with no reported calcification or tortuosity. There was only 1 attempt at gaining access but there were several attempts to advance the procedural sheath, the patient was reported to have "older, leathery diabetic skin" making advancement through the tissue track initially more difficult. Measured depth for the manta was 2+1cm. 5000 units of heparin and 30mg of protamine were administered during the procedure. Blood pressure was 98/30mmhg and act 335 prior to closure. Post closure initially there was no bleeding at the skin level , but pressure was held post angiogram when it was clear there was bleeding internally. That was done for ten plus minutes while the physician selected the right femoral artery for injection and eventual stent placement. The patient remained stable throughout the procedure.

Manufacturer narrative:
Qn # (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: after deployment of the manta, the physician noted collagen at skin level. He redeployed the manta and cut the suture. An angiogram was then done and found that the radiopaque marker was not well seated and there was blushing at the puncture site. It was determined to be a pseudo aneurysm. The right femoral artery was ballooned with a 6x60 balloon. Then a covered stent was placed, 6x19. This was followed up with post dilatation of the stent area with a 7x20 balloon. Additional information: during a tavr procedure, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 6.5mm with no reported calcification or tortuosity. There was only 1 attempt at gaining access but there were several attempts to advance the procedural sheath, the patient was reported to have "older, leathery diabetic skin" making advancement through the tissue track initially more difficult. Measured depth for the manta was 2+1cm. 5000 units of heparin and 30mg of protamine were administered during the procedure. Blood pressure was 98/30mmhg and act 335 prior to closure. Post closure initially there was no bleeding at the skin level , but pressure was held post angiogram when it was clear there was bleeding internally. That was done for ten plus minutes while the physician selected the right femoral artery for injection and eventual stent placement. The patient remained stable throughout the procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram videos were obtained by vsi/teleflex indicating a centrally positioned access with blushing, dimpling in the artery posterior to the blush. Radiopaque lock positioned far from the access site. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A centrally positioned access was gained utilizing ultrasound guidance and micro puncture. The arteriotomy was 6.5mm, clear of calcification and tortuosity, with a depth deployment measurement of 2cm + 1cm. After multiple attempts at getting the micro sheath through the tract, the physician noted the patient had older, leathery, diabetic skin which made advancement through the tissue tract initially more difficult. Following the tavr procedure, activated clotting time (act) was 335, and heparin and protamine were administered. A 14f manta was deployed to the measured depth for closure in the right common femoral artery (rcfa). Following deployment, the physician mentioned collagen could be seen at the skin level. The proctor suggested to re-deploy. The physician advanced the blue lock advancement tube a second time to secure the radiopaque lock and cut the suture prior to performing the post-angiogram. A post-angiogram indicated the radiopaque lock was not seated properly and blushing was present at the access site. Manual pressure was held for ten minutes. The physician determined the blushing was a pseudo-aneurysm. A pseudo-aneurysm can go undetected and not cause any complications and can occur because of surgery or trauma. Balloon angioplasty was applied to tamponade, the stent was deployed, followed by post-dilation balloon inflation resolving the pseudo-aneurysm and achieving hemostasis. The stent was needed because there was not a good enough seal between the collagen and the anchor, causing a pseudo-aneurysm. Patient outcome post-procedure remained stable. The root cause of the pseudo-aneurysm requiring endovascular intervention is suspected cause to be potentially due to user error due to multiple attempts to make difficult advancements through the dense tissue tract and making additional lock advancements without the presence of pulsatile bleeding. The manta instructions for use precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding and pressure in the groin/access site region. In step 5: deploy device and seal puncture: if bleeding is non-pulsatile, do not perform a second lock advancement. Apply manual pressure to facilitate hemostasis.